Manufacturer narrative:
Philips received a complaint on the heartstart mrx defibrillator indicating that there was a shock equipment malfunctioning error appearing. There was reportedly no patient involvement. Available details indicate that the device had exhibited symptoms of a failure. Remote support from the customer care solution center was received, during which the customer was sent a replacement therapy pca and the device was successfully returned to service. The device remains at the customer's site. No further action is warranted at this time. H3 other text : remote support provided.

Event description:
It was reported to philips that a shock equipment malfunctioning error is appearing. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.